Event description:
It was reported that patient underwent a left total bi-polar hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2003, due to loosening of the femoral stem and all components were removed and replaced with another bi-polar hip and compress components. Another revision procedure occurred on (B)(6) 2014, to remove and replace all components with a total hip system. It was further reported that an upcoming revision procedure is planned due to dislocation. A review of invoice history confirmed all surgery dates and which components were removed and replaced during each revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-06005/06007 & 06009).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total bi-polar hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2003 due to loosening of the femoral stem and all components were removed and replaced with another bi-polar hip and compress components. Another revision procedure occurred on (B)(6) 2014 to remove and replace all components with a total hip system. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced.